Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. The retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from their coaguchek meter serial number (B)(4) compared to the stago laboratory method. At 9:00 am the meter result was > 8.0 inr. At 10:00 am the meter result was 7.4 inr. At 11:00 am the meter result was 6.7 inr. At 12:15 pm the laboratory result was 3.9 inr. The times of the meter results are only an approximation as the time and date on meter were not set correctly. The customer's therapeutic range was 2.0 - 3.0 inr. There was no medical treatment received due to the erroneous results. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is on no new medications, has not had any diet changes, has had no additional illnesses, and has had no unusual bleeding or bruising. The customer did withhold their coumadin dose for 2 days per their doctor's orders based on the laboratory results. The customer's meter and test strip were requested for return. Retention test strips (lot 353497) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.